Manufacturer narrative:
Based on the initial analysis, the sensor deviated from normal behavior, showing optical instability. The RMA was authorized for further investigation of the sensor, but the sensor was never received. In an associated complaint (3009862700-2024-00099), the user reported pain, swelling, drainage, and tenderness at the insertion site, and the upper portion of the arm was hot after the insertion procedure on february 13, 2024. These symptoms indicate a potential infection at the insertion site, for which the user was prescribed with antibiotics as a precaution. These symptoms potentially could have impacted the sensor performance causing the reported sensor reading inaccuracy. As part of resolution, the RMA was authorized for sensor replacement. B4.date of this report 17 may 2024. G3.date received by the manufacturer? 15 may 2024. H3. Device evaluated by manufacturer? No. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 22,4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2024, senseonics was made aware of an incident where a user experienced sensor inaccuracy which led to early sensor removal.